Event description:
Reporter alleged there was melting at the base of the blood glucose monitoring device. Reporter stated there was no harm to patients or staff. Reporter indicated the alleged device was cleaned with sani-wipes and was believed to be last cleaned yesterday. A request was made for the return of the suspect device and replacement product was sent.